Event description:
Additional information was received that noise resulted in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed, and noise was not reproduced. Diagnostic imaging was performed during the revision procedure, prior to explant, and lead damage was confirmed. The rv lead was explanted and replaced to resolve event. Rv lead insulation damage was alleged but was not confirmed visually due to procedural damage. The patient was stable.

Event description:
During an in-clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. No intervention was performed. The patient was stable and will continue to be monitored.